Manufacturer narrative:
Photo received showing a label sheet with two labels with numbers that are not the same as the serial number referenced on the other labels shown in the photo. The root cause is deemed to be internal-human factors. Labels with the incorrect data reference for the human readable serial number were released. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the serial printing defect on the sticker inside the box was found at time of use report.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).